Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer had low blood glucose. Customer's blood glucose was 50 mg/dl. Customer had high blood glucose of over 200 mg/dl. Customer had dropped the device and pulled out the infusion set from the body. Customer declined troubleshooting. Customer will not be returning the device for analysis.